Manufacturer narrative:
The pelvic checkpoint broke in half when dr. (B)(6) tried to remove it. Case type: tha,surgical delay: =15 minutes. Product evaluation and results: visual inspection : as per the image provided the broken checkpoint can be seen , hence confirming the failure alleged. Product history review: review of the device history records indicate 612 devices were manufactured and accepted into final stock on 03/19/2019. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w64911 shows 1 additional complaints related to the failure in this investigation. Pr ID (B)(4). Conclusions: the failure mode was confirmed as alleged as per the image provided. If device and/or additional information become available, this investigation will be reopened.

Event description:
The pelvic checkpoint broke in half when dr. (B)(6) tried to remove it. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The pelvic checkpoint broke in half when (B)(6) tried to remove it. Case type: tha. Surgical delay: =15 minutes.